Manufacturer narrative:
Product analysis: as found condition: two pipeline flex w/ shield devices and one phenom-27 micro catheter were returned for analysis within a shipping box; within two sealed plastic biohazard pouches; within opened pipeline flex w/ shield inner pouches and within two dispenser coils. One of the pipeline flex w/ shield devices was found within the returned phenom-27 micro catheter and the other was returned within an introducer sheath. Visual inspection/damage location details: no damages were found with the resheathing pad, proximal bumper or resheathing marker. The ptfe dps sleeves and dps restraints were found undamaged. The tip coil was found undamaged. The proximal braid end was found fully opened, frayed, and damaged. The distal braid end was found tapered, frayed, and damaged. This pipeline flex w/ shield device likely belongs to pli-10 for ¿failure/incomplete open distal (flex)¿, even though it was returned within the open pouch for pli-20. Testing/analysis: na conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed for the pipeline flex w/ shield device that was returned within the phenom-27 micro catheter. Possible causes are frayed ends or damage on braid, braid improperly sized to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents, inappropriate anatomy, or patient vessel tortuosity. There was no non-conformance to specifications identified that led to the reported issues. The braid was found damaged. Potential causes are resheathing more than 2 times, high force manipulation, delivering/retracting delivery wire against resistance or deploying/resheathing braid against resistance. Customer reported vessel tortuosity as moderate, pipeline was not positioned in a bend, devices were prepared per IFU, continuous flush was administered, and no damage was found to the catheter or pushwire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open distally, and another pipeline experienced resistance in the phenom 27 microcatheter hub. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ica. The max diameter was 10mm, and the neck diameter was 8mm. The patient's vessel tortuosity was moderate. The landing zone was 15mm distal and 10mm proximal. The access vessel was the ica, which was 4mm in diameter. It was reported that the pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times, and no additional steps were taken to open the device. The pipeline was removed from the patient. The distal tip of another pipeline jammed and did not go through the microcatheter hub. The pipeline was not stuck, and a continuous flush had been administered. There was no damage to the catheter or pushwire. The patient did not experience any injury or complications. Angiographic results post procedure were said to be normal. The devices were prepared and flushed according to the instructions for use (IFU).